Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient experienced high blood glucose of 220mg/dl on (B)(6) 2026, which was treated with a manual insulin injection and the insertion site was abdomen the patient replaced the infusion set. No further information available.